Manufacturer narrative:
Initial.

Event description:
It was reported that the user received insulin occlusion and restart alerts while using a teflon infusion set, observed insulin at the pitchfork after a press-and-hold, attempted a site-only infusion set change, and subsequently encountered an alert 38 requiring a full supply change; guidance was offered but declined, and the occlusion was resolved after performing the full supply change. Symptoms included no clinical signs, symptoms, or conditions, and blood glucose remained in range. Outcomes included no health consequences or impact. Customer care provided troubleshooting and education. Investigation of this case revealed an insulin delivery occlusion associated with the infusion set that persisted until a complete supply change was performed, consistent with a bent or compromised teflon cannula at the site. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set occlusion at the cannula requiring full replacement of disposable components.